Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that when she tilts the pump and the backlight turns on, the background of the screen will look gray and black. Customer stated that she received a no delivery alarm on monday morning and her blood glucose was at 400 mg/dl. Customer stated that her blood glucose was at 98 mg/dl before going to bed. Customer received a no delivery alarm when she was sleeping and then she changed the set again. Customer received a motor error alarm when she was priming, but she did not receive the motor error alarm when she tried to prime again. Customer's blood glucose is 133 mg/dl. Customer stated that she is able to rewind the pump. Customer passed the displacement test. Customer stated that the insulin exited successfully. Customer stated that she no longer has the set that she had when she received a motor error. Customer was advised to monitor the pump.